Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparing for a therapeutic ureter stone removal procedure, his olympus single-use 200 micron ball tip fiber had a type of fiber partially detached. According to the initial reporter, this detached section was retrieved completely by the physician. There was no patient harm reported as a result of this event. According to the initial reporter, this event occurred twice. Please see report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was received for evaluation, and the following was noted: - the device connector is intact without any visual physical defects. - the length of the fiber coating is intact. - the distal tip is confirmed to have broken off and is missing. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's mis-handling of the device. Olympus will continue to monitor field performance for this device.